Manufacturer narrative:
The reported malfunction was observed at the customer's site by a zoll representative. The device was returned to zoll medical. However, the reported problem could not be duplicated. The device passed the final test procedure, and was recertified. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed the earth ground resistance test. Complainant did not indicate that there was any patient involvement in the reported malfunction.